Event description:
On (B)(6) 2021, a perceval pvs23 was implanted. Correct positioning was confirmed at the time of the implant. One month after operation, direct current cardioversion (dc) was performed at the internal medicine department due to atrial fibrillation. Before dc, transesophageal echocardiography (tee) showed almost no perivalvular leakage (pvl), but after dc, pvl was observed. Two weeks after dc, body surface echo showed moderate pvl. On (B)(6) 2021, severe pvl was observed, and cardiac enlargement and decreased cardiac function were confirmed. The perceval valve was explanted on (B)(6) 2021 and was replaced with an inspiris valve. There were no adverse consequences for the patient. There seemed that to be no problem with the explanted perceval. The annulus of the lcc and rcc commissure part where the leak was seen did not seem to be firmly fixed, but the other parts were firmly fixed. It was difficult to confirm from the surgical field whether the position of the lr commissure was low. At the time of the device implant, the perceval size m was re-positioned intraoperatively due to device mispositioning (left coronary cusp and right coronary cusp had entered deeply) resulting in mild perivalvular leak. The event reportedly resolved after repositioning of the device and no leak was detected hereafter.

Manufacturer narrative:
The device was returned for investigation. After decontamination, the valve was visually inspected. No element of non-conformity has been highlighted. A dimensional verification was performed, including the verification of the leaflets¿ height, and the results confirmed the absence of dimensional irregularities. The collapsing procedure performed with the returned valve and a demo accessory kit was completed with no issue. During the simulation of the valve deployment in silicon aortic roots #21 and #23, no problems were encountered during the ballooning phase: the sealing at the annulus level is guaranteed; the valve remained fixed within the annulus. Then, inserting some water in the aortic roots from the outflow side, no paravalvular leaks were observed during both the simulations, despite the residual deformation observed (reasonably due to the permanence of the valve in a folded configuration for a certain period of time before the explanting procedure). Considering the static conditions of the test, the water level remained stable under the leaflets free edge. Furthermore, the manufacturing and material records for the perceval heart valve, model #icv1209, s/n #(B)(6), including the nitinol stent component, as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the performed analyses, it is possible to exclude any relationship between the device and the reported issue. No problems were detected in the returned device during the investigations performed. The root cause of the observed regurgitation could be reasonably related to some difficulty in the deployment step, mis-sizing and / or peculiar anatomical conditions.

Event description:
On (B)(6) 2021, a perceval pvs23 was implanted. Correct positioning was confirmed at the time of the implant. One month after operation, direct current cardioversion (dc) was performed at the internal medicine department due to atrial fibrillation. Before dc, transesophageal echocardiography (tee) showed almost no perivalvular leakage (pvl), but after dc, pvl was observed. Two weeks after dc, body surface echo showed moderate pvl. On (B)(6) 2021, severe pvl was observed, and cardiac enlargement and decreased cardiac function were confirmed. The perceval valve was explanted on (B)(6) 2021 and was replaced with an inspiris valve. There were no adverse consequences for the patient. There seemed that to be no problem with the explanted perceval. The annulus of the lcc and rcc commissure part where the leak was seen did not seem to be firmly fixed, but the other parts were firmly fixed. It was difficult to confirm from the surgical field whether the position of the lr commissure was low.